Event description:
The hosp reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm had loading issues. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for lots 25112242, 25104342 and 25099873 the only 3 lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).